Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that a high frequency jet ventilator (hfjv) was used in tandem with the ventilator on a patient. It was noted that the o2 concentration was fluctuating. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The evaluation of logs that were received for the event in report with MDR access #8010042-2018-00285 showed that the ventilator had not been in use since april 18, 2018 which implies that the event didn¿t occur. This was a service repair for the event in this report. The ventilator was investigated on site. The air and oxygen gas modules were replaced per problem description. It passed all calibration, functional and safety tests. And was returned to service. The gas modules were found functioning properly. No alarms were generated during ventilation and there were no fluctuation in the delivered gas concentrations. The gas modules passed all tests in the production test system. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The evaluation of logs that were received for the event in report with MDR access #8010042-2018-00285 showed that the ventilator had not been in use since april 18, 2018 which implies that the event didn¿t occur. This was a service repair for the event in this report. The ventilator was investigated on site. The air and oxygen gas modules were replaced per problem description. It passed all calibration, functional and safety tests. And was returned to service. The gas modules were found functioning properly. No alarms were generated during ventilation and there were no fluctuation in the delivered gas concentrations. The gas modules passed all tests in the production test system. This report is being submitted per FDA request as a correction to reflect the follow-up #2, as follow-up #2 was inadvertently submitted as follow-up #3 on 13-sep-2018. This explains the date discrepancy between date of this report and date received by manufacturer.

Event description:
Importer reference #: (B)(4). Manufacturer's reference #: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). Alarms for high and low o2 concentration were verified in provided ventilator logs. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. No parts were replaced. No further information was provided by the user facility regarding the use of high frequency jet ventilator (hfjv) in tandem with the ventilator. The reported tandem use of a hfjv implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms, for example for high and low o2 concentration. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown. There is no indication of ventilator malfunction at the time of the event. The use of hfjv in tandem with the ventilator is the most likely the contributing factor. (B)(4). Ref. Exemption #: e2018003. (B)(4).